Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("unusual bleeding/ bleeding") and metal poisoning ("nickel poisoning") in a 37-year-old female patient who had essure (batch no. 50512942) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anal pain, human papilloma virus infection, candidiasis, coughing, sneezing, plantar fasciitis and vaginal pain. Previously administered products included for an unreported indication: vicodin and morphine. Past adverse reactions to the above products included pruritus with vicodin; and swelling with morphine. Concurrent conditions included foot discomfort, constipation, mass, onychodystrophy, acne vulgaris, skin lesion, umbilical hernia, skin cyst, diastasis recti abdominis, vulva cyst, vaginitis, stress urinary incontinence, nausea, diarrhea, epigastric burning, gerd, herpes simplex, varicose vein, ophthalmic migraine, lymphocytosis, dyspepsia, bloating, vaginal itching, hypertension, pruritus, bacterial vaginosis, dysfunctional uterine bleeding and cellulitis. Concomitant products included hydrocortisone for hemorrhoids as well as intrauterine contraceptive device (iud nos) from 2009 to 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), allergy to metals ("hives from nickel allergy"), arthralgia ("joint pain/ knee pain/elbows pain") and eczema ("eczema"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), the first episode of abdominal pain lower ("cramping"), metal poisoning (seriousness criterion medically significant), dyspareunia ("painful intercourse"), menstruation irregular ("unusual periods"), urticaria ("hives from nickel allergy"), vaginal haemorrhage ("vaginal bleeding"), musculoskeletal pain ("shoulders pain"), the second episode of abdominal pain lower ("lower abdomen pain/ cramping"), swelling ("swelling"), headache ("head pain"), lip swelling ("lip swelling"), migraine ("migraine"), vision blurred ("blurry vision") and infection ("infection"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy and hysteroscopy with dilation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and arthralgia had not resolved, the genital haemorrhage, metal poisoning, dyspareunia, menstruation irregular, allergy to metals, vaginal haemorrhage, musculoskeletal pain, the last episode of abdominal pain lower, swelling, headache, lip swelling, migraine, vision blurred, eczema and infection outcome was unknown and the menorrhagia and urticaria had resolved. The reporter considered allergy to metals, arthralgia, dyspareunia, eczema, genital haemorrhage, headache, infection, lip swelling, menorrhagia, menstruation irregular, metal poisoning, migraine, musculoskeletal pain, pelvic pain, swelling, urticaria, vaginal haemorrhage, vision blurred, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: discrepancy noted in essure explant date (B)(6) 2017 and (B)(6) 2018 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: coils in place, fallopian tubes occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, allergy to nickel most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records were received.lot number were added events per pfs: menorrhagia, hives from nickel allergy, joint pain/ knee pain/elbows pain, vaginal bleeding, shoulders pain, lower abdomen pain/ cramping, swelling, head pain, lip swelling, migraine, blurry vision, eczema and infection. Medical condition, historical drug, concomitant medication. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("unusual bleeding/ bleeding") and metal poisoning ("nickel poisoning") in a 37-year-old female patient who had essure (batch no. 50512942) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anal pain, human papilloma virus infection, candidiasis, coughing, sneezing, plantar fasciitis and vaginal pain. Previously administered products included for an unreported indication: vicodin and morphine. Past adverse reactions to the above products included pruritus with vicodin; and swelling with morphine. Concurrent conditions included foot discomfort, constipation, mass, onychodystrophy, acne vulgaris, skin lesion, umbilical hernia, vulva cyst, diastasis recti abdominis, vulva cyst, vaginitis, stress urinary incontinence, nausea, diarrhea, epigastric burning, gerd, herpes simplex, varicose vein, ophthalmic migraine, lymphocytosis, dyspepsia, bloating, vaginal itching, hypertension, pruritus, bacterial vaginosis, dysfunctional uterine bleeding and cellulitis. Concomitant products included hydrocortisone for hemorrhoids as well as intrauterine contraceptive device (iud nos) from 2009 to 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), allergy to metals ("hives from nickel allergy"), arthralgia ("joint pain/ knee pain/elbows pain") and eczema ("eczema"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), the first episode of abdominal pain lower ("cramping"), metal poisoning (seriousness criterion medically significant), dyspareunia ("painful intercourse"), menstruation irregular ("unusual periods"), urticaria ("hives from nickel allergy"), vaginal haemorrhage ("vaginal bleeding"), musculoskeletal pain ("shoulders pain"), the second episode of abdominal pain lower ("lower abdomen pain/ cramping"), swelling ("swelling"), headache ("head pain"), lip swelling ("lip swelling"), migraine ("migraine"), vision blurred ("blurry vision") and infection ("infection"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy and hysteroscopy with dilation and curettage). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and arthralgia had not resolved, the genital haemorrhage, metal poisoning, dyspareunia, menstruation irregular, allergy to metals, vaginal haemorrhage, musculoskeletal pain, the last episode of abdominal pain lower, swelling, headache, lip swelling, migraine, vision blurred, eczema and infection outcome was unknown and the menorrhagia and urticaria had resolved. The reporter considered allergy to metals, arthralgia, dyspareunia, eczema, genital haemorrhage, headache, infection, lip swelling, menorrhagia, menstruation irregular, metal poisoning, migraine, musculoskeletal pain, pelvic pain, swelling, urticaria, vaginal haemorrhage, vision blurred, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: discrepancy noted in essure explant date (B)(6) 2017 and (B)(6) 2018 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: coils in place, fallopian tubes occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, allergy to nickel quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of silver metallic coiled material') and pelvic pain ('pain') in a 37-year-old female patient who had essure (batch no. 50512942) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included anal pain, human papilloma virus infection, candidiasis, coughing, sneezing, plantar fasciitis and vaginal pain. Previously administered products included for an unreported indication: mirena, vicodin and morphine. Past adverse reactions to the above products included pruritus with vicodin; and swelling with morphine. Concurrent conditions included foot discomfort, constipation, mass, onychodystrophy, acne vulgaris, skin lesion, umbilical hernia, vulva cyst, diastasis recti abdominis, vulva cyst, vaginitis, stress urinary incontinence, nausea, diarrhea, epigastric burning, gerd, herpes simplex, varicose vein, ophthalmic migraine, lymphocytosis, dyspepsia, bloating, vaginal itching, hypertension, pruritus, bacterial vaginosis, dysfunctional uterine bleeding and cellulitis. Concomitant products included hydrocortisone for hemorrhoids as well as ibuprofen, intrauterine contraceptive device (iud nos) from 2009 to 2012 and naproxen. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), allergy to metals ("hives from nickel allergy"), arthralgia ("joint pain/ knee pain/elbows pain/joint pain") and eczema ("eczema"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("unusual bleeding/ bleeding"), metal poisoning ("nickel poisoning"), dyspareunia ("painful intercourse"), menstruation irregular ("unusual periods"), urticaria ("hives from nickel allergy"), vaginal haemorrhage ("vaginal bleeding"), musculoskeletal pain ("shoulders pain"), abdominal pain lower ("lower abdomen pain/ cramping"), swelling ("swelling"), headache ("head pain"), lip swelling ("lip swelling"), migraine ("migraine"), vision blurred ("blurry vision"), infection ("infection"), gastric disorder ("stomach issues") and nausea ("nauseous") and was found to have a pregnancy with contraceptive device ("pregnant"). The patient was treated with surgery (salpingectomy laproscopic (bilateral) and laparoscopy with bilateral salpingectomy and hysteroscopy with dilation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, genital haemorrhage, metal poisoning, dyspareunia, menstruation irregular, allergy to metals, vaginal haemorrhage, musculoskeletal pain, abdominal pain lower, swelling, headache, lip swelling, migraine, vision blurred, eczema, infection, pregnancy with contraceptive device and gastric disorder outcome was unknown, the pelvic pain and arthralgia had not resolved and the menorrhagia and urticaria had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, allergy to metals, arthralgia, device breakage, dyspareunia, eczema, gastric disorder, genital haemorrhage, headache, infection, lip swelling, menorrhagia, menstruation irregular, metal poisoning, migraine, musculoskeletal pain, nausea, pelvic pain, pregnancy with contraceptive device, swelling, urticaria, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: discrepancy noted in essure explant date (B)(6) 2017 and (B)(6) 2018 concerned about the essure again after seeing one implant "being higher than the other" on a pelvic xray. This was the patient's own observation and there was no comment on the essure placement. Patient reported +home pregnancy test earlier this year and serum test here was negative. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: coils in place, fallopian tubes occluded. X-ray of pelvis and hip - on an unknown date: one implant "being higher than the other" on a pelvic xray. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, allergy to nickel concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage, pregnancy with contraceptive device quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: mr and email conversation received. Reporter information added. Events: multiple fragments of silver metallic coiled material, pregnant, stomach issues, nauseous added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of silver metallic coiled material') and pelvic pain ('pain') in a 37-year-old female patient who had essure (batch no. 50512942) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included anal pain, human papilloma virus infection, candidiasis, coughing, sneezing, plantar fasciitis, vaginal pain and hemorrhoids thrombosed. Previously administered products included for an unreported indication: mirena, nuvaring, vicodin and morphine. Past adverse reactions to the above products included pruritus with vicodin; and swelling with morphine. Concurrent conditions included foot discomfort, constipation, mass, onychodystrophy, acne vulgaris, skin lesion, umbilical hernia, vulva cyst, diastasis recti abdominis, vulva cyst, vaginitis, stress urinary incontinence, nausea, diarrhea, epigastric burning, gerd, herpes simplex, varicose vein, ophthalmic migraine, lymphocytosis, dyspepsia, bloating, vaginal itching, hypertension, pruritus, bacterial vaginosis, dysfunctional uterine bleeding and cellulitis. Concomitant products included hydrocortisone for hemorrhoids as well as ibuprofen, intrauterine contraceptive device (iud nos) from 2009 to 2012 and naproxen. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), allergy to metals ("hives from nickel allergy"), painful joints ("joint pain/ knee pain/elbows pain/joint pain") and eczema ("eczema"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("unusual bleeding/ bleeding"), metal poisoning ("nickel poisoning"), dyspareunia ("painful intercourse"), menstruation irregular ("unusual periods"), urticaria ("hives from nickel allergy"), vaginal haemorrhage ("vaginal bleeding"), shoulder pain ("shoulders pain"), abdominal pain lower ("lower abdomen pain/ cramping"), swelling ("swelling"), headache ("head pain"), lip swelling ("lip swelling"), migraine ("migraine"), vision blurred ("blurry vision"), infection ("infection"), gastric disorder ("stomach issues"), nausea ("nauseous"), constipation ("there is still a lot left in my colon"), abdominal pain upper ("stomach pain"), vomiting ("vomiting"), polymenorrhoea ("got a second period this month") and chest pain ("chest pain"), was found to have a pregnancy with contraceptive device ("pregnant") and was found to have weight decreased ("lost 10 lbs"). The patient was treated with macrogol 3350 (miralax), paraffin, liquid (mineral oil) and surgery (laparoscopy with bilateral salpingectomy and hysteroscopy with dilation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, genital haemorrhage, metal poisoning, dyspareunia, menstruation irregular, allergy to metals, vaginal haemorrhage, shoulder pain, abdominal pain lower, swelling, headache, lip swelling, migraine, vision blurred, eczema, infection, pregnancy with contraceptive device, gastric disorder, weight decreased, abdominal pain upper, vomiting, polymenorrhoea and chest pain outcome was unknown, the pelvic pain and painful joints had not resolved and the menorrhagia and urticaria had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, chest pain, constipation, device breakage, dyspareunia, eczema, gastric disorder, genital haemorrhage, headache, infection, lip swelling, menorrhagia, menstruation irregular, metal poisoning, migraine, nausea, painful joints, pelvic pain, polymenorrhoea, pregnancy with contraceptive device, swelling, urticaria, vaginal haemorrhage, vision blurred, vomiting, weight decreased and shoulder pain to be related to essure. The reporter commented: discrepancy noted in essure explant date (B)(6) 2017 and (B)(6) 2018 concerned about the essure again after seeing one implant "being higher than the other" on a pelvic xray. This was the patient's own observation and there was no comment on the essure placement. Patient reported +home pregnancy test earlier this year and serum test here was negative. Left: there were 4 coils, right: there were 2 coils visualized insertion of essure done on (B)(6) 2015 also reporting the paraguard iud was prepped sterilely and placed without difficulty. Essure devices are identified within the pelvis diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: coils in place, fallopian tubes occluded. X-ray of pelvis and hip - on an unknown date: one implant "being higher than the other" on a pelvic xray. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, allergy to nickel, abdominal pain lower concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage, pregnancy with contraceptive device, weight decreased, constipation, polymenorrhea, vomiting, abdominal pain upper. Most recent follow-up information incorporated above includes: on 3-dec-2020: mr received. Reporter information, treatment drugs added.events: lost 10 lbs, there is still a lot left in my colon, stomach pain, vomiting, got a second period this month added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of silver metallic coiled material') and pelvic pain ('pain') in a 37-year-old female patient who had essure (batch no. 50512942) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included anal pain, human papilloma virus infection, candidiasis, coughing, sneezing, plantar fasciitis, vaginal pain and hemorrhoids thrombosed. Previously administered products included for an unreported indication: mirena, nuvaring, vicodin and morphine. Past adverse reactions to the above products included pruritus with vicodin; and swelling with morphine. Concurrent conditions included foot discomfort, constipation, mass, onychodystrophy, acne vulgaris, skin lesion, umbilical hernia, vulva cyst, diastasis recti abdominis, vulva cyst, vaginitis, stress urinary incontinence, nausea, diarrhea, epigastric burning, gerd, herpes simplex, varicose vein, ophthalmic migraine, lymphocytosis, dyspepsia, bloating, vaginal itching, hypertension, pruritus, bacterial vaginosis, dysfunctional uterine bleeding and cellulitis. Concomitant products included hydrocortisone for hemorrhoids as well as ibuprofen, intrauterine contraceptive device (iud nos) from 2009 to 2012 and naproxen. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), allergy to metals ("hives from nickel allergy"), painful joints ("joint pain/ knee pain/elbows pain/joint pain") and eczema ("eczema"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("unusual bleeding/ bleeding"), metal poisoning ("nickel poisoning"), dyspareunia ("painful intercourse"), menstruation irregular ("unusual periods"), urticaria ("hives from nickel allergy"), vaginal haemorrhage ("vaginal bleeding"), shoulder pain ("shoulders pain"), abdominal pain lower ("lower abdomen pain/ cramping"), swelling ("swelling"), headache ("head pain"), lip swelling ("lip swelling"), migraine ("migraine"), vision blurred ("blurry vision"), infection ("infection"), gastric disorder ("stomach issues"), nausea ("nauseous"), constipation ("there is still a lot left in my colon"), abdominal pain upper ("stomach pain"), vomiting ("vomiting"), polymenorrhoea ("got a second period this month") and chest pain ("chest pain"), was found to have a pregnancy with contraceptive device ("pregnant") and was found to have weight decreased ("lost 10 lbs"). The patient was treated with macrogol 3350 (miralax), paraffin, liquid (mineral oil) and surgery (salpingectomy laparoscopic (bilateral) and laparoscopy with bilateral salpingectomy and hysteroscopy with dilation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, genital haemorrhage, metal poisoning, dyspareunia, menstruation irregular, allergy to metals, vaginal haemorrhage, shoulder pain, abdominal pain lower, swelling, headache, lip swelling, migraine, vision blurred, eczema, infection, pregnancy with contraceptive device, gastric disorder, weight decreased, abdominal pain upper, vomiting, polymenorrhoea and chest pain outcome was unknown, the pelvic pain and painful joints had not resolved and the menorrhagia and urticaria had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, chest pain, constipation, device breakage, dyspareunia, eczema, gastric disorder, genital haemorrhage, headache, infection, lip swelling, menorrhagia, menstruation irregular, metal poisoning, migraine, nausea, painful joints, pelvic pain, polymenorrhoea, pregnancy with contraceptive device, swelling, urticaria, vaginal haemorrhage, vision blurred, vomiting, weight decreased and shoulder pain to be related to essure. The reporter commented: discrepancy noted in essure explant date (B)(6) 2017 and (B)(6) 2018. Concerned about the essure again after seeing one implant "being higher than the other" on a pelvic xray. This was the patient's own observation and there was no comment on the essure placement. Patient reported +home pregnancy test earlier this year and serum test here was negative. Left: there were 4 coils, right: there were 2 coils visualized insertion of essure done on (B)(6) 2015 also reporting the paraguard iud was prepped sterilely and placed without difficulty. Essure devices are identified within the pelvis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: coils in place, fallopian tubes occluded. X-ray of pelvis and hip - on an unknown date: one implant "being higher than the other" on a pelvic xray. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, allergy to nickel, abdominal pain lower concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage, pregnancy with contraceptive device, weight decreased, constipation, polymenorrhea, vomiting, abdominal pain upper lot number: 50512942 manufacture date: 2010-06 expiration date: 2013-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), allergy to metals ("nickel poisoning"), dyspareunia ("painful intercourse") and menstruation irregular ("unusual periods"). The patient was treated with surgery (partial hysterectomy to remove the essure device). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, allergy to metals, dyspareunia and menstruation irregular outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, dyspareunia, genital haemorrhage, menstruation irregular and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils in place, fallopian tubes occluded. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("unusual bleeding") and metal poisoning ("nickel poisoning") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), metal poisoning (seriousness criterion medically significant), dyspareunia ("painful intercourse") and menstruation irregular ("unusual periods"). The patient was treated with surgery (partial hysterectomy to remove the essure device). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, metal poisoning, dyspareunia and menstruation irregular outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, menstruation irregular, metal poisoning and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils in place, fallopian tubes occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("unusual bleeding") and metal poisoning ("nickel poisoning") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), metal poisoning (seriousness criterion medically significant), dyspareunia ("painful intercourse") and menstruation irregular ("unusual periods"). The patient was treated with surgery (partial hysterectomy to remove the essure device). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, metal poisoning, dyspareunia and menstruation irregular outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, menstruation irregular, metal poisoning and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils in place, fallopian tubes occluded most recent follow-up information incorporated above includes: on (B)(6) 2018: the previous event term "nickel poisoning" was recoded to medra llt "metal poisoning". Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.